Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of the implantable pulse generator (ipg) was measured and was estimated at approximately nine years. Approximately one week later the patient presented to the clinic and the ipg exhibited shorter than expected longevity estimate due to a programmer software estimate error. The programmer and ipg remain in use. The right ventricular (rv) lead exhibited no capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.